Manufacturer narrative:
Patient weight: unknown/ asked but unavailable. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing complications with an intraocular lens (iol) seeing starbursts and big rings around lights in the left eye. When the patient was driving at night, the visual issues were so debilitating, she stopped driving after that. It was learned that the lens was explanted in the left eye a couple weeks ago. The patient did not have the exact date. The patient did not know what type of replacement lens was implanted as a replacement or if it was a johnson & johnson lens. Through follow-up with the patient's implanting surgeon's office, it was learned that at the 1 month post-operative (op) visit, the patient complained that she could not see clearly. Visual acuity (va) 20/50. On (B)(6) 2020, the patient complained of halos and seeing concentric circles that look like a fan blade. Va 20/40-2. On (B)(6) 2021, the patient still experienced blurriness and could not see at night. The patient told the surgeon she no longer drives at night as the patient still sees starbursts and big circles. The surgeon prescribed glasses and artificial tears. The patient was supposed to have another follow-up appointment, however, the patient decided to see a different doctor at another facility. No other information was provided. Through follow-up with the patient's explant surgeon's office, the doctor indicated that there was nothing wrong with the lens. The patient just could not tolerate the rings, glare, and starbursts. Her visual issues increased and became so intolerable the patient wanted to exchange the lens. When the lens was explanted, it was cut up in half and discarded. There was no vitrectomy, incision enlargement, or sutures required. The surgery was completed successfully using a non-johnson & johnson replacement lens. The patient is doing fine post-operatively (op). No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report has been filed for the right eye.